Event description:
During withdrawal of a colonoscope, a portion of the rubber/plastic covering of the scope was torn. Procedure was aborted due to patient discomfort and device integrity. Manufacturer response for colonoscope, olympus (per site reporter). Manufacturer will have device evaluated at their facility.